Event description:
Customer reported when the alarm is in use with the nurse call option, the alarm sounds in the pt's room but not at the nurse's station. This was discovered during set up but customer could not provide the date when found. No pt incident or injury reported.

Manufacturer narrative:
Evaluation results: reported issue is confirmed nurse call light does not come on at the nurse call test fixture. Unit was tested with a working nurse call cable and nurse call test fixture. Hold/suspend functions cannot be tested since the hold/suspend button is missing. Unit passes all other function test. Manufacturer reference file # 2013-07782.